Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump continued to alert check blood glucose now and customer wasn't sure why. Customer stated her health care provider recommended she calibrated once every twelve hours. Customer then mentioned she was currently experiencing high blood glucose over 600 mg/dl. Customer treated with the insulin pump. Customer declined troubleshooting for high blood glucose. Customer mentioned she had been experiencing high blood glucose all day. The device is not returning for analysis.